Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem (battery will not charge) has been confirmed. Upon eval, it was discovered that the battery pack had one or more dead cells. The root cause of the dead cells cannot be positively identified. Once the cells were replaced, the battery was fully functional. No adverse event resulted from the defective battery. The pt received a replacement battery.

Event description:
A (B)(6) old male pt contacted zoll lifecor customer support service to report that one of the pt's batteries displays the battery fault light when in the charger. The pt was provided with a battery pack.